Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 25. Primary stability not achieved and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity.the device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and inflammation. No further patient complications were reported.